Manufacturer narrative:
Updated investigation conclusion the reported complaint is confirmed. Dicom images were provided for review in the form of 2 cd files (cd 1, cd 2). Cd 1 is 1.62 gb, and cd 2 48 mb. Cd 1 contains images from a procedure performed on (B)(6) 2024. The images are not deidentified and show the patient¿s name and birthdate. There are no procedure images on cd2. Initial angiograms demonstrate a medium sized, wide neck (approximately 6.3mm), acom aneurysm. A flattened web is seen in the dome of the aneurysm; therefore, this represents recanalization of the aneurysm after the web embolization. A microcatheter is then seen to be navigated from the right ica circulation into the right a1, then left a2. Then, a microcatheter is navigated from the left supraclinoid ica into the left a1 and into the left a2. Finally, microcatheters and micro guidewires can be seen in both a2s, with a third microcatheter inside the aneurysm. An lvis evo is then placed from the right a2 to the mid-right a1. The stent is open in the a2; however, when it takes the bend between the a2 and the a1, it is collapsed. There is mild spasm of the right a1 and slowed flow in the a1. The left a1/a2 catheter has been removed. Injection of the left ica shows good flow into the left a1 and into both a2s. A right internal carotid angiogram done at 13h20 shows that the right a1 is thrombosed. A subsequent final left ica angiogram at 13h23 demonstrates good flow into the right a2 across the acom again. No images of the evo manipulations to try to open it are included. These images show the lvis evo collapsed at the bend as described in the reported event, but do not explain why the lvis evo stent twisted. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
No other incident clarification was provided however procedural images were received and assessed. Please see h6 and h11.

Event description:
Additional information received notes the following: facility internal report# (B)(4). Date of device implantation - (B)(6) 2024. Patient history: in (B)(6) 2017 the patient undergoing recanalization of a large, unruptured aneurysm of the communicating artery. The aneurysm was treated by implantation of an embolization device (microvention w2107; serial no. (B)(6)). No reported issues at that time. (B)(6) 2024 - during a multidisciplinary consultation meeting, a complementary endovascular treatment of the aneurysm with an intracranial stenting was decided in view of the wide the wide neck and the foreseeable difficulty of surgical exclusion. For this purpose, an intracranial stent (microvention lev2512; serial no. (B)(6)) was planned at the level of the right a1-a2 to achieve a good opening of the stent in its medial portion. Several attempts were made to open the stent without success. Attempts made to remove the stent were also unsuccessful. On final follow-up, we observed thrombosis of the right a1 segment, with good coverage of the right a2 segment through the communicante anterior. The decision was taken to stop the procedure and to awaken the patient for a neurological assessment. The double anti-platelet aggregation and systolic blood pressure of around 150 mmhg are maintained for proper brain revascularization of the brain. (B)(6) 2024 at 9 a.m., call from the neurosurgery intern to say that the patient had left hemisphere deficit. MRI confirmed by arteriography reveals thrombosis of the right anterior cerebral artery. Several unsuccessful attempts were made to recanalize the artery in the right a1 segment. 18 mg agrastat was injected in a bolus dose near the origin of the right anterior communicating artery, but no recanalization was achieved. After 5 hours of procedure, we decided to stop. (B)(6) 2024 collegial medical opinion: -no new management for exclusion of aneurysm in acute phase -context of unruptured aneurysm: no immediate risk of bleeding high risk of further ischemic lesions from embolism in case of immediate surgery -new remote imaging control to rediscuss treatment options for this aneurysm. - in the meantime, rehabilitation treatment incident classification - serious deterioration in health clinical consequences and current status of the patient or person involved: right a1 segment thrombosis leading to stroke on (B)(6) 2024. No new management due to exclusion aneurysm in acute phase new remote imaging study to re-discuss treatment options for this aneurysm. Rehabilitation treatment. Actions taken for the patient in relation to the device: none: device still implanted in patient. No other information was provided.

Manufacturer narrative:
Additional information received: b5. Corrections: e1 reporter¿s address. Investigation findings: items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications. Possible complications include but are not limited to the following: ¿ hematoma at the puncture site. ¿ perforation or dissection of the vessel(s). ¿ intravascular spasm. ¿ hemorrhaging. ¿ rupture or perforation of aneurysm. ¿ coil herniation. ¿ device migration. ¿ neurologic insufficiencies including stroke and death. ¿ ischemia. ¿ vascular occlusion. ¿ vessel stenosis. ¿ incomplete aneurysm occlusion. ¿ pseudoaneurysm formation. ¿ distal embolization. ¿ headache. ¿ infection. ¿ reaction to contrast agents including severe allergic reactions and renal failure. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and lvis evo device should be removed as a single unit. Applying excessive force during delivery or retrieval of the lvis evo device can potentially result in loss or damage to the device and delivery components. It is imperative to use the lvis evo device with compatible microcatheters. If repeated friction is encountered during lvis evo device delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile flush solution. Do not reposition the lvis evo device in the parent vessel without fully retrieving the device. The lvis evo device must be retrieved into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Precautions: exercise caution when crossing the deployed/detached lvis evo device with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use: 15. Advance the delivery wire to transfer the lvis evo device from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the lvis evo device. A torque device should not be used. 16. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during lvis evo device delivery or manipulation, withdraw the unit and select a new lvis evo device. 18. Position the lvis evo device for deployment by aligning the lvis evo implant distal radiopaque end markers approximately 7 mm or adequate length past the aneurysm neck. Note: a proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, will facilitate properly deploying the lvis evo device to achieve full expansion and good vessel apposition. Note: slowly advancing the lvis evo device while adjusting the microcatheter position will ensure accurate deployment. Maintain simultaneous control of the lvis evo device and microcatheter in order to position and expand the device at the proper location. Caution: using a rapid microcatheter withdrawal technique to deploy the lvis evo device is not recommended and may result in device elongation. 19. If lvis evo device positioning is not satisfactory, the lvis evo device may be recaptured and repositioned if it is not fully deployed. The lvis evo device may be recaptured until the point where the proximal end of the lvis evo device markers is aligned 3 mm proximally with the microcatheter distal marker band. Caution: if resistance is felt while recapturing the lvis evo device, do not continue to recapture the device. Withdraw the microcatheter slightly to unsheath the lvis evo device (without exceeding the recapture limit), and then attempt to recapture the lvis evo device. Caution: the lvis evo device must not be re-deployed more than three times. Note: the lvis evo device delivery wire should not be utilized as a guidewire. Do not torque the lvis evo device. A torque device should not be used. 20. If lvis evo device positioning is satisfactory, carefully retract the microcatheter and advance the delivery wire together, to allow the lvis evo device to deploy across the neck of the aneurysm. Ensure the device proximal radiopaque end markers are approximately 7 mm or adequate length proximal to the aneurysm neck to ensure an adequate landing zone. The lvis evo device will expand and total length may foreshorten up to 60% from its undeployed length (refer to table 1) as it exits the microcatheter. Ensure microcatheter is retracted and clear from the proximal flared ends. Note: visualize and refer to the implant radiopaque end markers to maintain adequate implant length, approximately 7 mm or adequate length on each side of the aneurysm neck or target location to ensure appropriate neck coverage. Warning: do not detach the lvis evo device if it is not properly positioned in the parent vessel. Observe the delivery wire distal tip to assure it remains within the desired location of the parent vessel. 21. Prior to removing the delivery wire and if necessary, carefully position the microcatheter distal to the lvis evo device to maintain access through the lvis evo device. Remove and discard the delivery wire. Warning: the lvis evo device delivery wire should not be utilized as a guidewire. Do not torque the lvis evo device. A torque device should not be used. 23. Use the guidewire and microcatheter to access the aneurysm through the lvis evo device cells. Warning: observe lvis evo device marker position during placement of the microcatheter into the aneurysm to ensure that the lvis evo device does not migrate or dislodge from its deployed position. Note: access to the aneurysm may be facilitated by the use of a microcatheter that has been shaped. 25. Warning: observe lvis evo device marker position during the coiling procedure to ensure that the device does not migrate from its deployed position. After placing the last coil, verify that the lvis evo device has remained patent and properly positioned. Advance a guidewire, if necessary, to the microcatheter tip and carefully remove the microcatheter. Note: a microcatheter may be positioned into the aneurysm sac prior to delivery of the lvis evo device. The microcatheter will be supported by the lvis evo device during delivery of embolic coiling. After completing the coiling, the coiling microcatheter should be carefully removed to avoid dislodging the lvis evo device. 27. Caution: carefully watch the lvis evo device distal and proximal markers when passing through the deployed lvis evo device with embolic coiling microcatheters to avoid displacing the lvis evo device. Investigation conclusion: the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged device twisting, subsequent thrombus and incident as described could not be confirmed. The instructions for use (IFU) identifies thrombus as a potential complication associated with the use of the device.

Event description:
As reported: the physician stated that the lvis evo stent did not perform well during a procedure. The stent did not open properly in its center; opened in a curve / twist and the vessel (aca) thrombosed 5 days after the procedure. It is noted the patient was admitted into intensive care unit immediately after the initial procedure on 04july2024. Device remains implanted and no intervention is planned at this time to treat the thrombus. Although requested, the current status of patient is unknown.